Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08936. It was reported that when the pacemaker dependent patient presented for device interrogation, multiple episodes of noise causing pacing inhibition were noted on the right ventricular (rv) lead. One episode of ventricular tachycardia was also noted via remote transmission. While explanting the rv lead, it broke apart with use of tight rail tool. The right atrial lead was adhered to the rv lead and thus it was attempted to explant. But ra lead also broke while using laser sheath. Bothe the leads were capped on (B)(6) 2020. Rv lead was replaced, and ra lead was not because the patient had chronic atrial fibrillation. The device was upgraded. The patient did not experience any adverse consequences.